Manufacturer narrative:
The device history records were reviewed for the laser serial number; there were no unusual findings related to the reported issue. The laser did not appear to contribute to the reported issue as the procedure was noted to have breen fine. It was noted that the customer had a dense cataract and may have contributed to the outcome. Based on available info, the pt's anatomy (dense cataract) likely contributed to the issue. However, a root cause could not be determined. (B)(4).

Event description:
A center director reported a case of a potential dropped lens during the laser portion of a cataract procedure on a pt's eye. Surgeon stated the cataract was brown and suspects she tore the posterior capsule, but no vitreous fluid appeared. Reporter indicated surgeon left lens fragments in the eye, inserted an anterior chamber lens, and completed the case. The pt was sent to a retinal specialist for follow up surgery. Additional info has been requested.